Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. It was reported that the rv set screw was not able to secure a lead, which was confirmed in the laboratory. The rv df-1 set screw bore had debris material at the bottom. It is believed that the debris material prevented the set screw from tightening all the way down and thereby prevented the set screw from securing a test lead.

Event description:
It was reported that the right ventricular set screw would not tighten down appropriately. A new device was implanted.